Event description:
Implant date: 2006. It was reported that the verte-stack boomerang ii implant migrated approx 6 weeks post-implantation at l5-s1. Legacy 5.5 titanium posterior fixation was used, as was infuse bone graft. A revision surgery was performed approx 7 weeks post op to explant and replace the boomerang ii implant.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.